Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, 99% stenosed, mid left anterior descending (lad) artery the 2.75 x 15 mm xience xpedition stent was implanted, however, during post-dilatation a stent proximal edge dissection was noted. A 2.75 x 12 mm xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy; it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect of dissection is listed in the xience xpedition ce everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.